Manufacturer narrative:
Customer reported incorrect quantity in sku 15508/25, lot: 1595. Package labeled as 5-pack contained 6 units. The product was not used and no patient contact occurred. Root cause determined to be operator oversight during final packaging. Staff was retrained and additional packaging checks implemented. A replacement product was sent. Device was not returned for evaluation. A voluntary recall will be initiated july 2025.

Event description:
Customer identified there was wrong quantity found within a kittner 5/pack. There was a count of 6 instead of 5.